Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the positioning sensor unit (psu) for the navigation system on 16 january 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement positioning sensor unit (psu) shipped to site (B)(6) 2017. Medtronic investigation of returned suspect psu finds that the right lens has been impacted causing it to be cracked and leaving two holes exposing the leds. As reported, the psu powered up with the amber fault light on. A check of the event log revealed a bump detected on (B)(6) 2017. Also, the psu failed an aak test at .48 mm with a passing threshold of .35 mm. Failed diagnostic test. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system camera was damaged. One lens cover was cracked and the leds were exposed. The orange led light was illuminated. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.